Manufacturer narrative:
(B)(4).

Event description:
It was reported that the set screw would not tighten when attempting to connect the rv lead to the device during implant. Device was explanted and replaced. Patient is well and will be monitored as normal.

Manufacturer narrative:
(B)(4). The reported inability to tighten the set screw was not confirmed in the laboratory. The device was tested on the bench and test leads were inserted and properly secured. The cause of the field event could not be determined.

Event description:
New information received notes that a different wrench was used and the screw worked fine.